Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified vessel. A 10mmx2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 12 atmospheres. The device was simply pulled from the patient's body and the procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.